Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently left the drain line submerged causing a waste bag pressure high alarm and a balance chamber pressure alarm to occur during a routine hemodialysis treatment. The alarms could not be resolved by the operator. Rinseback was not performed, due to clotting of the cartridge, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide when an alarm cannot be resolved. Facility staff confirmed the alarms were attributed to user error. There is no evidence of a device malfunction. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.